Event description:
It was reported that there was no pacing and the lead had greater than 2000 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that too many rotations had been applied in trying to extend the helix, causing over torque of the distal coil. This resulted in the collapse of the inner coil, which damaged the inner insulation and short circuited the lead coils. The overtorquing occurred during the surgical procedure.